Event description:
It was reported that the cuff component of the bivona tracheostomy tube had a leak. The bivona tracheostomy tube was changed out. No death or serious injury was reported in connection with this incident.